Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow up imaging procedure. The computed tomography imaging showed that there was thrombus present behind the closure device. Lixiana 30mg (normal dose) was continued until may 2025 and then was changed to aspirin alone. 1.5 years post procedure the patient had a transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a pedicled device related thrombus. The patient was switched to warfarin in response to this event and will be followed up at a later date.